Event description:
It was reported that the following day after an aveir dr implantation, that the patient exhibited hemodynamic changes. Pericardial effusion was observed near the apex; the physician suspected microdislodgement of the right ventricle leadless pacemaker (rvlp) helix. Pericardial drainage was performed to resolve the issue. The patient condition was stable.

Event description:
Additional information received indicates that the patient experienced hypotension and fatigue. Echocardiogram was performed and revealed effusion.